Event description:
Pt presented (B)(6) 2013, with sudden vision loss, elevated ldh. It was concluded that pt had recurrent lvad thrombosis. Brain hemorrhage discovered by cta (B)(6) 2013, pt subsequently comatose. Lvad explanted, pt expired (B)(6) 2013 s/p brain hemorrhage.